Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self-test, sleep current measurement, and active current measurement. However, unable to perform the displacement test and occlusion test due to missing retainer. No moisture damage found on the keypad assembly, electronic assembly, motor, force sensor or reservoir compartment during visual inspection. Pump also received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 366 mg/dl at the time of the incident. The customer reported that the pump was cracked on the reservoir compartment and they smelled insulin. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.